Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information received: see attached medical records - attachment: [3.11.19 path report_redacted.pdf, 3.4.19 path report_redacted.pdf, 3.11.19 second sx op report_redacted.pdf, 3.4.19 initial sx op report_redacted.pdf].

Manufacturer narrative:
(B)(4). Date sent: 07/23/2020. Additional information received.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? Colon resection for diverticulitis. Were there any issues experienced with the device in the initial surgical procedure? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6), unknown experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? Unknown. Was the device difficult to fire? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were the donuts inspected? If so, please describe. Unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Was a leak test performed? If so, what was the result? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Unknown. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? Unknown. Is the colostomy temporary or permanent? Unknown. What is the current status of the patient? Discharged.

Event description:
It was reported that the doctor performed a laparoscopic colon resection on a patient on (B)(6) 2019, where an ecs29a was used for the anastomosis. The patient was discharged on (B)(6) 2019 and returned on (B)(6) 2019 with a fever. A CT of the abdomen showed air at the anastomosis and free fluid. The patient was taken to the or for an exploratory laparotomy and partial colectomy with end colostomy and over-sewing of the rectal stump for the anastomotic leak and placement of a wound vac. The patient was discharged on (B)(6) 2019. One (B)(6) 2019, the patient was directly admitted after outpatient CT scan showed small fluid collection with air pocket next to the rectal stump. Patient was started on IV antibiotics and underwent CT guided drainage of the intra-abdominal fluid. Patient current status is unknown.